Event description:
Customer reported that the 840 ventilator had inoperable keyboard while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and replaced the keyboard assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).